Event description:
In 1981 this patient had breast augumentation using silicone breast implants. In 1984 she had replacedment implants after having two closed capsulectomies. In the last two years she has developed fatigue, malaise, frequent chills, fevers and night swaets. She has had decreased short-term memory loss. Myalgia of the back, shoulder and neck region. She has been diagnosed as having chronic fatigue syndrome. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. There was no polyurethane cover left on these implants. The implants were sticky and both were rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.